Event description:
It was reported that during a recent pacemaker programming, the pacemaker was found to be in a depleted state. It was believed that high threshold of lv lead was causing pacemaker battery depletion. The pacemaker and the lead were explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2022-44659.

Event description:
New information notes that the lead was lost and will not be returned for evaluation.